Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device was found with episodes of post paced t wave oversensing. Programming changes were made to address the oversensing. There were no adverse consequences to the patient.